Event description:
The patient reported that in 2007, the cannula of his infusion site was bent in the shape of an "l" when he removed it from his body. The cannula had been in use for 2 days. He stated that he does have scar tissue in his abdomen. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.